Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer was not calling back after receiving a new battery cap. The screen had condensation but the insulin pump was not exposed to moisture. Customer stated there was no physical damage on the insulin pump. Customer was using energizer and new battery was inserted but the display did not return. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test.